Manufacturer narrative:
H2 if follow-up, what type?, h3 device eval by manufacturer?: corrected. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: media review: media provided by the customer showed entrapped air. Device analysis findings: the device was returned for analysis. Visual inspection revealed the sheath was kinked. Impedance testing showed no electrical issues and a good square image appeared during the image characterization testing. The device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the investigation was concluded with a code of "cause not established" after reviewing the event details, available information, and product records. The device was returned, but the probable cause could not be identified. Potential contributing factors include improper handling, device manipulation, or procedural errors. The reported patient codes embolism, air, bradycardia, st segment elevation, and the reported impact code serious injury/ illness/ impairment are listed in the adverse events section of the instructions for use (IFU).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross imaging catheter was selected for ultrasound examination of the target lesion. Imaging was initiated using the ivus catheter; however, the image quality was unclear and required continuous flushing. The scrub nurse performed multiple flushes, but the issue persisted. Imaging was stopped because the physician was not satisfied with the image quality. During this time, the patient suddenly experienced bradycardia, and st elevation and air embolism. The patient was subsequently stabilized. The physician then inspected the catheter and identified the presence of an air bubble within the system. The catheter was de-installed and re-installed, followed by additional flushing attempts. Despite these efforts, the air bubble could not be completely eliminated. To avoid further risk to the patient, the physician decided to discontinue use of the device. The procedure completed using non-boston scientific device.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross imaging catheter was selected for ultrasound examination of the target lesion. Imaging was initiated using the ivus catheter; however, the image quality was unclear and required continuous flushing. The scrub nurse performed multiple flushes, but the issue persisted. Imaging was stopped because the physician was not satisfied with the image quality. During this time, the patient suddenly experienced bradycardia, and st elevation and air embolism. The patient was subsequently stabilized. The physician then inspected the catheter and identified the presence of an air bubble within the system. The catheter was de-installed and re-installed, followed by additional flushing attempts. Despite these efforts, the air bubble could not be completely eliminated. To avoid further risk to the patient, the physician decided to discontinue use of the device. The procedure completed using non-boston scientific device.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: media review: media provided by the customer showed entrapped air. Device analysis findings: the device was returned for analysis. Visual inspection revealed the sheath was kinked. Impedance testing showed no electrical issues and a good square image appeared during the image characterization testing. The device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the investigation was concluded with a code of "cause not established" after reviewing the event details, available information, and product records. The device was returned, but the probable cause could not be identified. Potential contributing factors include improper handling, device manipulation, or procedural errors. The reported patient codes embolism, air, bradycardia, st segment elevation, and the reported impact code serious injury/ illness/ impairment are listed in the adverse events section of the instructions for use (IFU).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross imaging catheter was selected for ultrasound examination of the target lesion. Imaging was initiated using the ivus catheter; however, the image quality was unclear and required continuous flushing. The scrub nurse performed multiple flushes, but the issue persisted. Imaging was stopped because the physician was not satisfied with the image quality. During this time, the patient suddenly experienced bradycardia, and st elevation and air embolism. The patient was subsequently stabilized. The physician then inspected the catheter and identified the presence of an air bubble within the system. The catheter was de-installed and re-installed, followed by additional flushing attempts. Despite these efforts, the air bubble could not be completely eliminated. To avoid further risk to the patient, the physician decided to discontinue use of the device. The procedure completed using non-boston scientific device.